Event description:
A surgeon reports that during a patient's first postop visit, the intraocular lens (iol) was noted to be decentered. An unsuccessful attempt was made to recenter the lens. The iol was removed and replaced with the same model in 2002. The reason the lens decentered is not known. Additional information has been requested.